Event description:
Ous MDR - this lead was reported to have high impedance of >3000 ohms and high threshold. Lead was explanted and replaced. No adverse events to the patient were reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available impedance trend curve from (B)(6) 2018 to (B)(6) 2018 showed an initial value of 550 ohms with a sudden increase to greater than 3000 ohms in the end of february with a subsequent out of range progression. Furthermore the sensing amplitude dropped from greater than 20 mv to less than 2 mv in the same time period. The pacing threshold trend curve was around 1 v until march with subsequent loss of data logging. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation.should additional information or the device itself become available for analysis, the investigation will be updated.